Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description/event details: the bd brand 50ml syringes we received came with a manufacturing defect, some with the volume print missing from the ink and others with the base of the plunger broken. Additional information received on january 17, 2025 could you share the batch number of the reported event? We do not have batch and expiration control for materials in our set. Could you share the photo samples of the reported event? Photo samples attached number of quantities affected in the event reported below: lack of printing ink volume = 10 units plunger base broken = 2 units.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation it was reported there were syringes missing print and other syringes with a broken base of the plunger. To aid in the investigation, twelve samples and two photo photos were received for evaluation by our quality team. Six samples came in sealed packaging blisters and six samples came with no packaging. A visual inspection was performed. Ten samples have an incomplete scale marking, and two samples have a damaged plunger rod thumb process. The two photos provided show the samples received. No other defects or imperfections were observed. The scale marking issue condition occurs if there is a jam during the syringe barrel printing process. The damaged plunger rod thumb press occurs if there is a jam during the plunger rod assembly process. A device history record review was completed for provided material number 303552, lot 4122737. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The samples will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received.